Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right ventricular lead exhibited high pacing impedance. No intervention was performed and the patient condition was unknown.

Event description:
New information noted that the patient was in stable condition and will continue to be monitored.